Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that the one way valve on the recirculation line of the pack leaked blood and had very high line pressures. While on bypass, an hph was connected during the case. When the flow was initiated through the one way valve, it began to leak blood onto the floor. The customer stated that they were unable to flow through the one way valve. The use of the device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.